Manufacturer narrative:
(B)(4). The reported complaint of "screen went blank" was not confirmed upon investigation of the returned sample. The returned devices passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "they have 2 pumps (B)(6) and (B)(6) that have each experienced a graphics reset. The screen went blank, the pump continued to pump and the screen then came back on." Additional information reports the pump had to be replaced. No patient harm or injury. No medical intervention required. The patient's current condition is "unknown". Associated MDR number include 3010532612-2024-00198.

Event description:
It was reported "they have 2 pumps (B)(6) and (B)(6) that have each experienced a graphics reset. The screen went blank, the pump continued to pump and the screen then came back on." Additional information reports the pump had to be replaced. No patient harm or injury. No medical intervention required. The patient's current condition is "unknown". Associated MDR number include 3010532612-2024-00198.

Manufacturer narrative:
(B)(4)